Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead; implanted: (B)(6) 2017; (B)(4) lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post-implant, the patient went to a follow-up visit, whereupon interrogation revealed a poorly functioning atrial lead. Atrial lead dislodgement was also noted. The investigator noted that this was related to implant and to the lead. The atrial lead was revised and remains in use. The patient was noted to be enrolled in the adapt response study. No patient complications have been reported as a result of this event.